Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient and health care provider via company representative with an implantable pump containing dilaudid (hydromorphone) (1mg/ml at 0.1999mg/day) for unknown use. It was reported that drug refills were difficult and the use of fluoroscopy was needed every time to locate the reservoir. The pump was on a tilt, so during patient's pocket revision the healthcare provider used anchor sutures to ensure the pump was flush with skin/not at an angle, resolving the issue at the time of this report.